Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient (B)(6) underwent left sided atrial flutter (afl) ablation procedure with thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase and during use of biosense webster, inc. Products in a case, a cardiac perforation was noticed and also confirmed on the ultrasound. The medical intervention provided was a pericardiocentesis and about 550 cc of fluid was removed. The patient had fully recovered (no residual effects). It is unknown whether the patient required extended hospitalization. Physician¿s opinion is procedure related adverse event. Because of anatomy, he had intermittently high contact force (40-60g) on anterior wall of the left atrium (la). He would pull the catheter back and reposition but then as he proceeded, it would happen again because of the angle of the area that he was targeting to ablate. The physician was notified every time force was high. Transseptal was performed with abbott brk needle. This adverse event did not occur during transseptal puncture. Prior to noting the effusion ablation performed. There was no evidence of steam pop. The irrigated catheter flow setting was set to 8 with a power of 30w. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, vector and visitag modules were used for force visualization. Time was used for tag color option as a filter and no additional filters. Since cardiac tamponade may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it was MDR reportable. The high force issue was assessed as not reportable. High force reading is not life threatening, did not result in permanent impairment of a body function or permanent damage to a body structure; or did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, the potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote.